Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump intermittently reset unexpectedly and battery gauge fluctuated. Customer resumed insulin delivery successfully. There was no reported adverse impact to customer's blood glucose. Customer continued to use pump for insulin therapy.